Manufacturer narrative:
Sex - female. Date of this report- (B)(4) 2012. Date received by manufacturer - july 24, 2012. Expiration date - 4/30/2016. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while implanting the intraocular lens (iol) the patient had a chamber collapse and loss of the posterior capsule requiring an uplanned vitrectomy where sutures were required. The iol had become dislocated and the patient was sent to a retina surgeon for the iol removal and sutured iol. No further information was provided.

Manufacturer narrative:
(B)(6). A review of the manufacturing records for this intraocular lens (iol) was reviewed and showed the lens was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.